Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The user interface pcb assembly was removed and further evaluated. Physio determined that the cause of the reported issue was due to connector, designator j31. It was observed that there was conductivity (electrical short) between pins 25 and 23 of j31.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device intermittently would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Section h10 of the initial medwatch report indicates: physio-control evaluated the customer's device and verified the reported issue. The user interface pcb assembly was removed and further evaluated. Physio determined that the cause of the reported issue was due to connector, designator j31. It was observed that there was conductivity (electrical short) between pins 25 and 23 of j31. Section h10 of the initial medwatch report should indicate: physio-control evaluated the customer's device and verified the reported issue. The user interface pcb assembly was removed and further evaluated. Physio determined that the cause of the reported issue was due to connector, designator j31. It was observed that there was conductivity (electrical short) between pins 25 and 23 of j31. The device was scrapped, and the customer received a replacement.